Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing intermittent beeping. The system controller was exchanged with another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab. The report of intermittent beeping was confirmed during analysis. When the black power lead was connected to the test equipment, the pump speed was interrupted and the movement of the black power lead at the connector end resulted in alarms while tethered to the test power module. Insulation testing of the black power lead revealed compromised insulation. The black power lead was then stripped and compromised wires were found at the connector end and near the housing end of the cable. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.